Event description:
A 15 yrs old, admitted with pancreatitis, had a PICC line replaced by nursing personnel in the left upper arm. Catheter broke off and lodged in the pulmonary artery. Procedure note: 3 fr groshong PICC end cut off and introducer placed over PICC with ease. Attempted to remove PICC when it broke. Removed by interventional radiology.